Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. The failure modes will be monitored and trended.

Event description:
The user facility reported a 63-year-old white male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The impella 5.5 kinked at the anastomoses during attempted delivery. The pump was removed, and a second pump was utilized for patient support. There was no patient harm reported.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was due to patient condition. Added- d6a/d6b. F6/f8 should have been left blank in the initial report.